Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak during drain five of six of peritoneal dialysis therapy. The caregiver reported there was solution on the floor. There was nothing found during troubleshooting that would cause or contribute to the leak. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.